Event description:
A malfunction was reported with a displayed code malf 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was assisted by technical support in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue happened again, which they acknowledged and understood.